Event description:
It was reported that the patient presented to the hospital for a follow up on (B)(6) 2022. During examination, it was noted that the right ventricular (rv) lead was sensing noise. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.